Event description:
It was reported that the pump was replaced on (B)(6) 2013, it was prophylactic removed to avoid in-vivo battery depletion. No diagnostic tests were performed. The pump system was delivering lioresal intrathecal.

Manufacturer narrative:
Analysis of the pump found battery high resistance. (B)(4).